Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -10.0/2.0/079 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a longer length lens of different power due to low vault. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
This product is not marketed in the u.s. Claim#: (B)(4).